Manufacturer narrative:
During the requested site visit, the field service engineer (fse) replaced the cable, ict to ict preamp (part number c-35016756-01) which resolved the issue. The fse performed repeatability testing which was determined to be acceptable. Return testing was not completed as returns were not available. A review of the alinity c processing module, serial number (B)(4) service history, identified no contributing factors to the current complaint. There have been no subsequent contacts from the customer regarding discrepant results since this issue was resolved. The alinity ci-series operations manual and the alinity c service documentation addresses operational precautions and limitations as well as information for removal, replacement, and verification procedures for the cable, ict to ict preamp. A 12-month review of the of the cable, ict to ict preamp identified no trend for the part. The recent product monitoring review of the alinity c platform revealed no systemic issues or trends associated with the discrepant results described in this complaint. Based on the investigation no product deficiency was identified for either the alinity c processing module, sn (B)(4), or the cable, ict to ict preamp (pn c-35016756-01). There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated sodium and chloride results on 4 patients generated on the alinity c analyzer. The results provided were on one patient: sodium = 105 / 140; chloride = 105 / 147mmol/l. There was no reported impact to patient management.